Event description:
It was reported that leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 where in the l2 and l3 leads were removed and l3 replaced to address the issue.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.